Event description:
It was reported that a patient reused the opticaps and did not wash their hands which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for one week for the event. Treatment information was not reported. Action taken with dianeal and extraneal therapies was not reported. The patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a use error-reuse of a single use product and breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ section instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. The ¿warnings and cautions¿, ¿operating instructions-perform therapy¿, ¿operating instructions-end therapy¿, and ¿troubleshooting¿ sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.